Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery compartment was cracked and insulin pump received a blank display screen. Customer's blood glucose was 99 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display was noted. The device was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. The device passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had battery cap stripped battery cap coin slot, minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and stained end capsticker.